Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was having trouble with the device on his left side. If the patient turned up the stimulation it bothered him, the whole side of his face would hurt, and he couldn't hardly sleep. The patient also reported that sometimes he experiences tingling in his right arm. When the implantable neurostimulator (ins) was interrogated, it said 2.90;the patient was dragging his feet so he turned it down. The patient stated the issues began occurring in 2016, but did not provide a specific date. The patient was instructed to follow-up with his health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.